Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned to the manufacturer for analysis. It was indicated the device had been used with/in the patient for treatment and there was no patient death or injury. It was reported the patient had experienced a loss of therapy and it was unknown if the loss of therapy was sudden or gradual.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via the manufacturing representative (rep) regarding a patient receiving 10 mcg/ml of clonidine at 3.4 mcg/day and 12 mg/ml of dilaudid at 4.1 mg/day via an implantable pump for non-malignant pain. It was reported the patient had been experiencing intermittent dizziness. It was noted the symptoms would come and go, and the patient was not constipated. The patient¿s pump was replaced on (B)(6) 2018 and the patient began to experience the symptoms 7 days after the replacement, in (B)(6) 2018. A catheter dye study and roller study were done on the day of the report ((B)(6) 2018) and everything was normal. The hcp first thought the intrathecal drug (it) drug may have cause the symptoms but they have since ruled that out. It was indicated the doctor would not order a computed tomography scan (CT) for further diagnostic testing. No further complications were reported or anticipated. Additional information was received from the healthcare provider (hcp). No issues were found with the pump. It was indicated the patient was referred to her gi (gastrointestinal) specialist. The dizziness has not resolved. Additional information was received from the hcp via a rep. The doctor reported no issues that he could find with the pump, but the patient continued to experience withdrawal symptoms. The patient never experienced any of these symptoms prior to the implantation of the new pump. No environmental or external patient factors were known. Diagnostics/troubleshooting consisted of performing a dye study and a rotor study, reading the logs, and extracting the medications for consistency (replaced medications twice to ensure they were not bad). Actions that were taken to resolve the issue included replacing the pump with one of another manufacturer. The pump was replaced on (B)(6) 2018, the customer was notified that the product was to be returned to the manufacturer, and the device would be returned as the rep was in possession of the product. It was unknown if the issue was resolved at the time of the report. The patient status was listed as ¿alive ¿ no injury.¿ there were no further complications reported/anticipated.

Manufacturer narrative:
Evaluation of implantable pump serial number (B)(4) revealed no anomalies. The returned pump passed all functional testing in the lab. H6: the evaluation codes have been updated. If information is provided in the future, a supplemental report will be issued.